Event description:
A 20 ace balloon ruptured while attempting to dilate in the middle of a lesion. Unable to retrieve piece of balloon. Pt sent to or for emergent CABG. Vessel ligated and piece of catheter bypassed. Pt tolerated well.